Event description:
The customer reported the table's leg extension could not be removed. No report of patient or staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The leg extension was replaced. The system was then found to be operating as intended.